Manufacturer narrative:
As reported, a saber 2mmx2cm 150cm percutaneous transluminal angioplasty (pta) catheter was delivered to the lesion and inflated, however it ruptured. It was unknown how the procedure was completed, but it was finished successfully. There was no reported patient injury. This was a cross-over case. The target lesion was the superficial femoral artery, and the lesion was heavily calcified. The patient¿s information, vessel level of tortuousness, rate of stenosis were unknown. There was no difficulty removing the product from the hoop, the protective balloon cover, the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped normally (i.e. Maintain negative pressure). The product was removed intact (in one piece) from the patient. Additional procedural details were requested but are unknown. The device was not returned for analysis. A device history record (DHR) review of lot 17020760 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. T the reported ¿balloon burst¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Based on the limited information available for review, vessel characteristics (heavy calcification) may have contributed to the reported event. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least (B)(4) of the balloons (with a (B)(4) confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.

Event description:
As reported,  a saber 2 mm 2 cm 150 was delivered to the lesion and inflated, however it ruptured. It was unknown how the procedure was completed but was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis.  This was a cross-over case.  The target lesion was the superficial femoral artery.  The lesion was heavily calcified.  The patient¿s information, vessel level of tortuousness, rate of stenosis was unknown.  Additional information has been requested.